Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and tortuous distal left circumflex. On the first inflation a 3.0x15mm apex monorail balloon was inflated for about one minute and ruptured at 6 atms. The procedure was completed with a different device. The pt status is listed as good with no complications reported. Add'l info has been requested without success. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.